Event description:
The manufacturer received information alleging no power and noise complaint from a dealer. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additionally, the blower was replaced to address the noise. The device passed all testing.